Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device ran on during a procedure. No surgical delay, medical intervention, or adverse consequences were reported with the event.

Event description:
The user facility reported that the device ran on during a procedure. No surgical delay, medical intervention, or adverse consequences were reported with the event.